Event description:
It was reported that during a double guide wire percutaneous transluminal coronary angioplasty stent procedure the guide wire was placed into a side branch of the circumflex, which had been jailed by a newly placed stent. The pt became unstable and combative, which disengaged the guide catheter and resulted in a loop of the guide wire in the aorta. Reportedly, an unsuccessful attempt to reengage the guide catheter resulted in buckling or kinking of the guide wire. The guide wire was not visualized fluoroscopically throughout the procedure, contrary to instructions for use. Further visualization of the coronary revealed that the guide wire had separated. Reportedly, the pt experienced congestive heart failure due to an excessive amount of contrast. An intra-aortic balloon pump was placed, the pt intubated and sent for coronary artery bypass graft. The guide wire was successfully retrieved. Four days post procedure the pt was stable in the intensive care unit.